Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the homechoice cycler was too hot during peritoneal dialysis therapy. The patient was not connected at the time of the event. The patient¿s care giver stated that the temperature went up to 101 degrees on the bag. The technical services representative initiated a swap of the device and discussed the use of continuous ambulatory peritoneal dialysis (capd) until the new machine arrives. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was returned and an evaluation is complete. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. Internal and external inspection was performed and no issues were noted. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. The power was cycled several times, and cycler remote toolbox was performed to verify the heating system integrity and performed priming sequence for troubleshooting purposes with no issues noted. Dc voltages were checked on the digital pcb with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.